Event description:
Revision left hip replacement- head and liner exchange resulting from metallosis of an lfit head on accolade stem. Hip revision procedure required following initial surgical intervention of hip replacement- head and liner exchange completed.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.